Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: UK. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the a.t. S. 2200ts tourniquet had inadvertent inflation occur. It is possible to inflate the tourniquet with an unintended touch. The tourniquet had been on for too long during the procedure. This resulted in the patient having more pain post-op and thus a longer stay. There was no report of delay. Diligence is complete. No additional information is available. No additional consequences have been reported as a result of this malfunction.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g2, g3, g6, h2, h4, h6, h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. The account will not be returning the units, the quote was rejected and they plan to purchase units from a different company. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.